Event description:
It was reported that during use, the device exhibited error code 1140 and tubing leak. It was noted that the device was exposed to chemo. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable causes for a pump to be displaying error code 1140 was corruption of the main board and the leaking tube most likely caused fluid ingression of the pump which could contribute, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.